Manufacturer narrative:
(B)(4). A review of the data disk confirmed the reported clinical information. Boston scientific technical services (ts) also noted two episodes when the patient went into an arrhythmia and the device delivered a shock which converted the arrhythmia. Ts wanted to know more information regarding this case to determine the root cause of the reported clinical observations. Additional information from the field representative noted that there was no telemetry monitoring during the patients asystole or crp, only stored episodes. No testing was done to recreate the noise. The device was reprogrammed to avoid oversensing. It's noted that without any telemetry monitoring strips or records to indicate when CPR was initiation programming discussion would not be relevant. Ts discussed attempting to recreate noise as well as determining if electromagnetic interference (emi) could be ruled out. At this time the system remains implanted.

Event description:
Boston scientific received information that upon interrogating this device showed noise/ oversensing on the right ventricular (rv) lead resulting in asystole for > 2 seconds and syncope. The nursing staff had to perform crp to retrieve the patient to normal rhythm. Programmer reports were sent to boston scientific technical services (ts) for review.